Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non¿healthcare professional reported a loose phacoemulsification tip at an unknown time. The procedure type and other surgical details are unknown. There was no information available regarding patient impact. Additional information was requested but non received till date.